Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had poor results after the implantation, thus multiple expert fitting sessions were done and it was identified that only 3 electrodes were active. A re-implantation surgery was planned for (B)(6) 2020 but the recipient had another occurrence of meningitis which was probably sinusal in origin according to the surgeons who conducted the operation. No further information is currently available about the circumstances of the meningitis episode. Explantation was performed on (B)(6) 2020. The recipient was concurrently re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition the patient had meningitis prior to implantation, and a further episode occurred almost 4 years after implantation. As also confirmed by the clinic, it is likely that the bacteria spread into the brain from infected adjacent air sinuses. This pathway is common also in non-implanted subjects. Therefore, in the present case meningitis is most likely a device unrelated medical event. This is a final report.

Event description:
The recipient was implanted on (B)(6)2016 following meningitis. It was reported that the recipient had poor results, thus multiple expert fitting sessions were done and it was identified that only 3 electrodes were active. A re-implantation was performed on (B)(6)2020.